Event description:
The pt had surgery in 2000 to place harrington rods. It was found at that time that the catheter was out of the intrathecal space and that the pump had been in the "stop mode." The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.